Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and tested on the gen11 generator. The device was functional when the max or min hand activation buttons were depressed. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. It could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the device activated independently. By activating 'min' button, the instrument released full power anyway. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.